Event description:
Caller reported a malfunction on the pump. The customer reset the pump independently, so fault ID couldn't be confirmed. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.